Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to remove from anatomy (stuck on chordae) and poor image resolution appear to be related to user technique. The tissue injury (torn chord) appears to be related to the procedural condition of difficult removing from the anatomy. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip became caught in the chordae resulting in chordal rupture requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip (xtw 11026r231) was implanted. A second clip (nt 10917r181) was positioned laterally to the first clip; without adequate mr reduction the clip was removed. A third clip (ntw 11001r171) was positioned laterally to the first implanted clip, when inverting to realign the anterior mitral leaflet (aml) was stuck on a chord and during troubleshooting to remove part of the chord tore. The clip was replaced by an xtw (11103r115); the clip was implanted laterally to the first clip to further reduce mr and secure the flail. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.